Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left circumflex artery. A ht bmw universal ii guide wire was advanced without issues. An attempt to advance a 2.75x23mm xience xpedtion stent delivery system (sds) over the guide wire on the portion outside the patient was made; however, resistance was felt. The sds was ultimately able to advance over the guide wire, but there was difficulty positioning the sds at the intended site due to resistance with the anatomy. The sds was removed and pre-dilatation was performed. A second attempt to advance the sds was made but it was caught and did not advance on the guide wire, resistance between the sds and the guide wire was felt during advancement and removal. A new 2.75x23mm xience xpedition stent was advanced without difficulty on the same guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.